Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the production and quality control documented for lot # s1221, with expiration date (05/01/2015) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Swelling on his left knee [joint swelling]. Soreness on his left knee [arthralgia]. Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a nurse regarding a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2013, the patient initiated treatment with the first synvisc (hylan g-f 20) injection at a does of 02 ml (three injections) into left knee (route of administration and frequency not provided). On an unspecified date in (B)(6) 2013, he received second synvisc injection. He received the third injection of synvisc on (B)(6) 2013. On an unspecified date in 2013, the patient experienced swelling on his left knee and soreness on his left knee after the series of synvisc injections. The patient also developed left knee effusion. On (B)(6) 2013, the physician performed arthrocentesis in which 50 ml of clear synovial fluid was aspirated from his left knee and injected kenalog (triamcinolone acetonide), marcaine (bupivacaine) and lidocaine into left knee as treatment. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity of all the events was not provided. The reporting nurse did not provide the relationship between synvisc and all the events.